Event description:
The astron stent could not be released.

Manufacturer narrative:
The technical investigation of the returned stent system revealed a partially released stent with about 18 mm of the stent still being constrained under the transparent outer shaft. The outer shaft of the returned stent delivery system has been pulled back by about 22 mm. The diameter of the retractable outer shaft was measured at several locations and is within specifications. During analysis the remainder of the stent could be normally released and no unusual friction was felt. After extended correspondence it was clarified that the device was attempted to release outside patient after removal. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. It seems likely that the reported event is related to external factors during the procedure.